Manufacturer narrative:
G4:08mar2021. B4:10mar2021. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The field service engineer could not confirm or duplicate the reported problems. The fse replaced the power management board, although the ventilator was working fine during testing. Following the replacement of the power management board, the customer reported the ventilator was repaired. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08dec2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a v60 ventilator experiencing battery, screen, power management, and navigation ring issues.

Manufacturer narrative:
G4:20apr2021. B4:26apr2021. Additional information was received indicating that this unit did not experience a battery failure. The customer clarified that the initial report was incorrect as they were in fact referring to a backup alarm failure which was serviced by a philips field service engineer (fse) back in august 2020. Review of the device event log corroborates that there was no battery malfunction. The backup alarm failure was investigated and documented separately within philip's complaint database. The customer confirmed that the device was experiencing issues with both the touchscreen and the navigation ring. Reportedly, the touchscreen would freeze and the user was unable to navigate or operate the unit with the touchscreen or the navigation ring. A philips authorized fse was on-site and reported that the unit exhibited no issues during evaluation. The fse replaced the power management (pm) board as part of field change order (fco). The customer indicated that this unit's exclusive use is education/training and is never used to provide therapy to patients. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.